Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade the right atrial (ra) lead exhibited some oversensing. The physician attempted to reposition the lead but attempts to place the lead in an alternative site were unsuccessful. Upon retraction of the lead a piece of tissue was noted on the lead helix. The physician chose to use a new atrial lead rather than reuse the existing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.